Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were intermittently unresponsive. He stated the issue was getting worse and has been occurring for several months. The patient reportedly wore the pump on the outside of his clothing and did not clean the pump. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.